Event description:
It was reported that the attachment had a noisy bearing. It was reported that there was no patient involvement.

Manufacturer narrative:
H3: product analysis: evaluation determined that the bearing was damaged and stuck in the tubes. The likely cause of the failure could not be determined. It was also noted that the attachment was unable to lock the burr. This regulatory report is being submitted due to retrospective review through CAPA 672570 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.